Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs trial system on (B)(6) 2011, for pelvic pain. It was reported that on (B)(6) 2011, the pt stated that she was experiencing breakthrough pain on her right side that was not covered by the stimulation. Reprogramming efforts were unsuccessful, and the pt stated she had cramping around the waist. The physician decided to end the trial, and the leads were explanted on (B)(6) 2011. The explanted leads will not be returned to the MFR for analysis. On (B)(6) 2011, the pt reported that she had a red, round, blistered area on her back. She stated that she had spoken with two dermatologists who felt the allergic reaction was caused by tegaderm patches. No further info is available.